Manufacturer narrative:
Device evaluation: visual and microscopic analysis was performed which identified broken striated, missing (25-50%), non-penetrating nicks and creases fold. Base on the device analysis the final assessment is: a striated edge broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on [23/apr/2019, 16/apr/2019]. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.